Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose levels; cause was not known. Customer's continuous glucose monitor read "high" and the meter bg reading was 496 mg/dl. A manual insulin injection was used to address bg. Review of the pump logs indicated the customer received an incomplete bolus alert after delivering a bolus. Tandem technical support educated the customer that per the t:slim x2 basal iq user guide, if the user enters the bolus screen and the screen is not exited within 90 seconds, the alert will occur. However, customer did not acknowledge. Reportedly, the pump supplies were changed to address the issue. Recommendation was made to consult with a healthcare provider to discuss diabetes management.